Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient prepped for a port placement procedure using powerport isp MRI. Prior to the procedure, upon unpacking the device, damage was observed on the device packaging. The plastic outer package was found to be damaged in the adhesive area, which compromised the sterility of the device. The procedure was completed using another device. There was no patient contact.